Manufacturer narrative:
H3: pending investigation.

Event description:
As reported, the patient had an initial left tka on an unknown date. The patient had a quad tendon rupture and was revised on (B)(6) 2023 and the poly was exchanged. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.